Event description:
It was reported the pt underwent surgical intervention on (B)(6) 2014, to revise the ipg due migration. It was also reported the pt has been experiencing discomfort and fluid discharge from the ipg site for two weeks. During the procedure the site was opened, cultured and the ipg was anchored in the same locations. Lab results were negative for the initial stain. The pt was prescribed antibiotics prophylactically.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.